Event description:
Procedure type: unk. According to the reporter: the pt came to the surgeon after 2nd or 3rd recurrence of umbilical hernia. Pt had a small defect but holes were noted. Surgeon used primary closure of umbilical defect and reinforced with the mesh. Recurrence occurred approximately 2 weeks post-operation. Re-operation was performed. No other info is available.